Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose level displayed as "high"; however, a specific value was not provided. The customer was treated with intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, a malfunction alarm had occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and customer continued to use current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.